Event description:
Father of a male, reported patient was hospitalized two years prior due to diabetic coma as a result of low blood glucose of 18 mg/dl. Father indicated that patient was treated and released the following day. He stated his son was on vacation and could have been drinking alcohol at the time of the incident. Father indicated that the infusion device was not keeping the correct time and that could have caused the low blood glucose levels. Patient switched to the backup device. Father did not provide any other information regarding hospitalization. Product was requested to be returned for evaluation.